Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found clavicle crush damage fracturing three of the inner coil filars and compressing the lead body insulation at the middle region. The cause of the reported event was isolated to the fractured inner coil and compressed/ damaged lead body insulation consistent with clavicle crush.